Manufacturer narrative:
Button error alarm and no button response due to corroded keypad trace. No frozen screen noted. Insulin pump received with minor scratched display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump kept alarming button error. The buttons on the insulin pump were frozen and unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.